Event description:
An otherwise healthy individual was found dead and brought into rptr's office for an autopsy. The rptr called FDA because the cavity with a catheter leading to cranial cavity. Coroner stated that the device may have over-infused the individual. The man had some minor heart disease but has no cause of death now, the serum/tissue analysis will take 3-4 weeks. Dr stated that the level of drug in the serum would remain stable since the man died and he would not absorb more drug after death, even though it was still pumping. The medical examiner has concluded that the cause of death was by natural causes, heart disease. Final test results revealed insignificant levels of diladid in the subject's bloodstream. In the opinion of the medical examiner, the pump did not contribute to the subject's death.